Manufacturer narrative:
H.6. Investigation: eighty-nine (89) samples were received from the customer for investigation. Four (4) samples were returned loose and not in blister packs and the other eighty-five (85) samples were returned in unopened blister packs. All eighty-nine (89) samples were visually examined to determine if the samples were clogged by checking for the presence of light passing through the sample. All eighty-five (85) unopened samples and two (2) of the loose samples were found to not be clogged as light was able to pass through the sample. Two (2) of the samples which were returned loose were found to be clogged as light was not able to pass through the sample. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle precisionglide 30x1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: customer reports that when performing the administration of vaccine, the needle was clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle precisionglide 30 x 1/2 in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: customer reports that when performing the administration of vaccine, the needle was clogged.